Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture due to a lead fracture. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.